Event description:
The healthcare professional reported that during the coil embolization procedure targeting an internal carotid-posterior communicating artery (icpc) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l15733) was used as a finishing coil. It was passed through a y-connector and was being advanced through a concomitant microcatheter, but the complaint coil became stuck in the microcatheter. It was replaced with another 2.00mm x 6.00cm galaxy g3 mini coil and the replacement coil was successfully implanted. Additional coils were used after without any issues. The procedure was completed with seven (7) coils implanted. There was no report of any patient adverse event or complication. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file on 31 august 2021. Based on the review of the photos by the product analysis lab completed on 06 september 2021, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l15733) is observed to be in kinked condition. Based on the review of the photos, the event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. [Photo analysis]: preliminary photo images of the complaint device were captured by the (B)(6) affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the 2.00mm x 6.00cm galaxy g3 mini coil is observed still attached to the resistance heating (rh) coil; the embolic coil is also observed to be in kinked condition. No other damage could be observed. The complaint documented that the 2.00mm x 6.00cm galaxy g3 mini coil became impeded when it was being advanced through the microcatheter could not be confirmed based on the photos. However, the embolic coil was observed to be in kinked condition. The observed kinked condition of the coil may have been a contributing factor to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Further investigation will be performed once the device returns for analysis. A review of the manufacturing documentation associated with this lot (l15733) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07 september 2021. [Additional information]: the healthcare professional reported that during the coil embolization procedure targeting an internal carotid-posterior communicating artery (icpc) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l15733) was used as a finishing coil. It was passed through a y-connector and was being advanced through a concomitant microcatheter, but the complaint coil became stuck in the microcatheter. It was replaced with another 2.00mm x 6.00cm galaxy g3 mini coil and the replacement coil was successfully implanted. Additional coils were used after without any issues. The procedure was completed with seven (7) coils implanted. There was no report of any patient adverse event or complication. Additional information was received on 07 september 2021, the information indicated that the microcatheter brand is not known. A continuous flush was maintained through the microcatheter. Nothing was noted to be obstructing the microcatheter and the microcatheter was not removed when the coil was replaced. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure targeting an internal carotid-posterior communicating artery (icpc) aneurysm, the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l15733) was used as a finishing coil. It was passed through a y-connector and was being advanced through a concomitant microcatheter, but the complaint coil became stuck in the microcatheter. It was replaced with another 2.00mm x 6.00cm galaxy g3 mini coil and the replacement coil was successfully implanted. Additional coils were used after without any issues. The procedure was completed with seven (7) coils implanted. There was no report of any patient adverse event or complication. Additional information was received on 07 september 2021, the information indicated that the microcatheter brand is not known. A continuous flush was maintained through the microcatheter. Nothing was noted to be obstructing the microcatheter and the microcatheter was not removed when the coil was replaced. [Photo analysis]: preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint file. Based on the review of the photos by the product analysis lab, the 2.00mm x 6.00cm galaxy g3 mini coil is observed still attached to the resistance heating (rh) coil; the embolic coil is also observed to be in kinked condition. No other damage could be observed. The complaint documented that the 2.00mm x 6.00cm galaxy g3 mini coil became impeded when it was being advanced through the microcatheter could not be confirmed based on the photos. However, the embolic coil was observed to be in kinked condition. The observed kinked condition of the coil may have been a contributing factor to the reported issue. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The complaint was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The returned device was observed to be in good, normal condition. No damages nor anomalies were observed during the visual inspection. Microscopic inspection was performed. The embolic coil component was observed to be slightly damaged under magnification. This microscopic observation is consisted with the photos of the complaint device captured by the affiliate; the embolic coil was noted to be in kinked condition in the photos. Procedural factors may have contributed to the coil becoming slightly damaged as observed; the exact cause cannot be conclusively determined. Functional evaluation: a lab sample microcatheter was flushed using a lab sample syringe. After flushing the complaint device was introduced into the microcatheter and advanced; there was no resistance / friction felt during the advancement. A review of the manufacturing documentation associated with this lot (l15733) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the coil embolization procedure targeting an icpc aneurysm, the complaint device was used as a finishing coil, but it became stuck in the microcatheter; continuous flush had been maintained through the microcatheter and nothing was noted to be obstructing the microcatheter. The issue reported as related to the coil becoming stuck in the microcatheter and could not be advanced was not confirmed during the functional testing performed on the returned device. Although no functionality issues were found on the device. The instructions for use (IFU) does contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section above. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. The condition of the embolic coil noted in the photos to be kinked was confirmed based on the microscopic inspection performed on the returned device; the embolic coil was noted to be in slightly damaged condition. The exact cause of the observed condition of the embolic coil component could not be conclusively determined; however, it is possible that when the coil became stuck inside the concomitant microcatheter during the procedure, it was inadvertently subjected to force possibly during the attempt to get the coil to become unstuck or the coil may have become damaged as observed when it was removed from the concomitant microcatheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 05 october 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.